Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged "pentero microscope interface is completely off". The surgeon stated trying max zooming and auto-focusing to improve accuracy, however, this did not resolve the issue. Navigational accuracy was verified with the passive planar blunt tip probe, allowing the surgery to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, made multiple attempts to replicate the reported behavior, and could not. Software investigation completed. Insufficient information available to determine root cause of event. No further issues reported.